Event description:
It was reported that the primary surgery was in 1996, revision surgery was performed in 2005. During revision the cup was found to be loose and the polyethylene insert was found to be worn.